Manufacturer narrative:
No part returned from service dept to product safety dept for root cause analysis. Investigation being closed due to lack of returned part.

Event description:
Hospital reports that unit failed "vent inop" with error codes e06 and e03 displayed. Unit failed on pt but no pt problems reported; pt removed from ventilator and placed on another unit without incident.